Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a water vapor therapy procedure, there was a frequent generator error. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Correction to field g1: MFR site facility name.

Event description:
It was reported that during a water vapor therapy procedure, there was a frequent generator error code 260. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.